Event description:
It was reported that during follow-up in clinic, unspecified device reset mode was observed. Patient was asymptomatic. Programming changes were made; device settings and function were restored. Patient was fine after device interrogation and will be followed up normally.